Manufacturer narrative:
Batch review performed on 08-aug-2023. Lot 2238813: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 2 weeks after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully.